Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. Xray was performed which confirmed the dislodgement. The lead was explanted and replaced. The patient was in stable condition.